Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported that battery lasting less than 7 days, insulin pump was rejecting new batteries, battery cap was somewhat stripped at top and screen was dimmed with rainbow effect also had no delivery alerts and motor was somewhat slow and just stopped delivering, customer had to press buttons harder or more for them to respond. The device will be returned for analysis.